Event description:
The patient was undergoing a coil embolization procedure using ruby coils. The physician was unable to advance a ruby coil from its sheath. It was not used and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil was still attached to the pusher assembly and the proximal pet-lock is still intact. The pusher assembly was kinked approximately 132.0 and 135.0 cm from the proximal end. The coil introducer sheath was ovalized approximately 2.0 cm from the distal tip. The distal tip of the coil was damaged and prolapsed inside the introducer sheath. Conclusion: the complaint has been evaluated. The complaint indicates the coil would not advance out of the coil introducer sheath. Evaluation of the returned device confirmed that the coil was lodged inside the coil introducer sheath. The coil introducer sheath was ovalized near the distal tip and the pusher assembly was kinked approximately 132.0 and 135.0 cm from the proximal end. The distal tip of the coil was prolapsed inside the introducer sheath. It appears that the coil introducer sheath was ovalized when placing the coil into the patient and the coil could not advance past the ovalization. Attempts to push the coil against the resistance caused by the ovalization caused the coil to prolapse and bunch inside the sheath. In addition, pushing against the resistance caused the pusher assembly hypotube to kink. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.